Manufacturer narrative:
(B)(4). H6: mechanical (g04) - impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was assembling proximal body the instrument fractured. There was no report of foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The device has fractured and not all the pieces have returned. Visual examination of the returned product identified signs of use with some damage to the ID of the impactor. Measured the impactor and it is conforming to the print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b3; b4; b5; d2; e1; e2; e3; g2; g3; g6; h1; h2. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g2; g3; g6; h1; h2; h4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.